Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The physician advanced a promus element plus stent delivery system (sds) to the target lesion. However, the sds was unable to cross a previously implanted stent. Upon removal the stent dislodged from the delivery system. The physician used a snare to remove the stent from the patient. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Event date: (B)(6). (B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).